Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had low flows and hemolysis. Suspected inflow canula thrombus. Patient is now receiving anticoagulant infusion treatment. Device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # (B)(4) was not returned for evaluation. The reported "low flow" event was confirmed through log file analysis, which revealed a sustained decrease in power consumption starting (B)(6) 2018 and 48 low flow alarms recorded since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported "low flow" event may be attributed to multiple factors including but not limited to inappropriate pump rotational speed, constriction in the outflow graft, thrombus in the inflow cannula or outflow graft. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A review of the manufacturing documentation confirmed that the associated devicemet all requirements for release. If information is provided in the future, a supplemental report will be issued.